Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report #1627487-2018-04430. It was reported that the patient experienced drg lead (at vertebral level s1) eroding through their skin. No trauma was reported. As a result, surgical intervention was undertaken on (B)(6) 2018, wherein the physician cleaned and irrigated the area and put a strain relief loop deeper in the skin. Reportedly, stimulation was restored post operatively. Issue was resolved.